Event description:
Patient is a 71 year old white female who has had a history of CABG in 1978. She was admitted on 3/31/93 with an acute antero-apical mi due to thrombotic occlusion on the sug to the lad. Angioplasty was performed emergently with intracoronary urokinase infusion, intra aortic balloon pump was placed and a swan -ganz catheter was also placed in the right femoral vein. On 4/1/93 at 5:35 pm, iabp alarmed. When checked it was noted that blood backed into balloon tubing, pump was turned off. Cardiologist removed balloon without difficulty at 6:30 pm. Patient was discharged from hospital to home on 4/19/93device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.